Manufacturer narrative:
Results of investigation: the device, used in treatment, was not returned for evaluation. Our clinical/medical team concluded, reportedly one year following implantation a revision surgery was performed due to breakage of the ps liner. Two intraoperative photos were provided for review, and confirm the reported breakage. Per communication ¿there is no trauma for the patient¿. Details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions for use document for this failure mode was conducted. Factors and/or potential probable causes that could have contributed to the reported event include but are not limited to articular surface thickness, articular surface condition, and conformity to femur to insert. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that revision surgery was performed due to breakage of the ps liner.